Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements that were up to 3000 ohms. It was noted that this was a gradual rise over the past year most likely due to suspected calcification. In-clinic testing was performed including provocative maneuvers and high-output pacing. It was also noted that the capture threshold was high at 2.2 volts. Reprogramming was done at this visit. The physician will continue to monitor the situation since the patient is not pacing dependent. This lead was explanted at scheduled generator change out procedure and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further evaluation.